Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the occlusion was found within the cartridge. There was no adverse impact to customer¿s blood glucose level. The customer reverted to alternate therapy.